Manufacturer narrative:
(B)(4).

Event description:
It was reported that "today we experienced problems with cuff leakage on 2 tubes of the same size. We understand that this can occur during nasal intubation, but we were surprised that it happened twice in a row with the same patient and batch. My colleague tested the cuffs of both tubes before intubation according to routine, and she describes it as when she inflated the cuff, there was no resistance. We checked the leakage afterwards and found holes in the same locations on both tubes, in the upper part of the cuff." Additional information received on may 12, 2026, indicated that "we realised that the cuff of the tube was not holding tight when trying to cuff the tubes cuff, momenta deflation, so we removed the defect tube, and a new one was tested. The defect tube was never in use pre-surgery and never connected to the respirator. The 3rd tube we used worked. No patient injury or consequence reported. The patient status is reported as "fine." Two devices reported. Associated mdrs: 8040412-2026-00074.